Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the incision site got infected about 10 days ago. They are away from home and spent 10 days were they got medical assistance and also a first round of antibiotics. Patient was now taking a second round of antibiotics. Patient stated they were getting so much better but last night they bumped the area accidentally and saw that one of the stitches went out, causing the ins to peek out of the hole. Patient said they sent a picture to their healthcare provider (hcp) but was advised to get some assistance locally. Patient requested to get information for doctors in the area so they can ask some assistance to figure out what to do next. If patient does not find a doctor in the area that can assist them, will need to go back to their hcp. Agent sent information via email. Redirected patient to their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34ag5 implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They have had issues with the incision and pain since the device was implanted. The battery started pushing out through the stitches so I called [manufacturer] and found a wonderful doctor who fit them into their schedule monday and had the patient in surgery the next day. The doctor checked the leads and battery and all were working. The doctor stated that the battery and leads were not positioned correctly and that was why they had been so uncomfortable. The doctor used a special glue and the patient hadn¿t had to worry about bumping it unlike the first time which was on june 4th. They were curious as to why the manufacturer representative (rep) who assisted didn¿t advise the doctor to have the leads lay along the pelvic floor and to insert the battery up on the hip instead of on my glutes that hurt every time they sit.